Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. This occurred during unspecified process step during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.